Event description:
Consumer complaint of low blood glucose results. Performed back to back blood tests, 72 and 73 mg/dl (fasting with no medication). Reviewed results in memory - (B)(6) at 8:38p 113 mg/dl, (B)(6) at 8:31p 82 mg/dl, (B)(6) at 5:51p 95 mg/dl, (B)(6) at 5:55p 54 mg/dl, (B)(6) at 12:37p 139 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).